Manufacturer narrative:
Investigation: customer returned photos of 1/2cc syringes. Customer states that a black dot was printed by the "0" graduation. The attached photos were examined and exhibited a black dot printed on the surface of the barrel. This marking is printed on the barrel for traceability purposes. This issue is not a defect. A review of the device history record was completed for batch# 6319807. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There were four (4) notifications [(B)(4)] noted for scratched print. There were two (2) notifications [(B)(4)] noted for missing print. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing defect.

Event description:
It was reported with the use of the bd lord's ¿ 1/2 ml 30 g × 8 mm syringe there was an issue with foreign matter. It was stated ¿a black dot was printed by the "0" graduation. There was no report of injury or further medical intervention.